Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is (B)(6) to (B)(6) 2017. The lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of a zxr00 intraocular lens (iol) in the left eye (os) of a female patient, she experienced halos. The patient also complained of light flashes when closing her eyes and has been having a little balance issue. The patient reported that symptoms occurred almost right after surgery, (B)(6) 2017, but did not know of the exact date. The patient shared that when she followed up with her doctor, she was told that her surgery was good and that the lens was placed correctly. However, the patient feels that her symptoms are not improving and stated that her symptoms are significantly interfering with her regular activities. Reportedly, the doctor told her that it must be the lens. The patient consulted for a second opinion and the other physician agreed with the first doctor. She was told that the lens had to be removed. The patient was advised to seek an expert in explants. However, the patient is now afraid of having surgery again. No additional information was provided. This MDR report pertains to the lens in the in the left eye (os). A separate report is being submitted for the lens in the right eye (od).

Manufacturer narrative:
Device evaluation: a product evaluation/investigation was not performed as no product was returned (the lens remains implanted). The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specifications. A complaint history search performed on mar-21-2018 revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.